Event description:
A report was received alleging that during use of the device on a pt, the pilot balloon became detached from inflation line resulting in deflation of the cuff. Replacement of the tube was required. No adverse effects to pt reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file f/u report detailing the results of the eval once it is completed. Method: the actual device involved was returned and is currently under eval.